Event description:
It was reported by the customer that during pre use check the cardiosave intra aortic balloon pump (iabp) autofill failed. Fault #37 was observed. There was no patient involvement reported.

Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) heart centre. A supplemental report will be submitted upon completion of our investigation.